Event description:
Rn reports one CT-190g dialyzer in which a blood leak was detected, during pt use. Gambro phoenix machince alarmed "flowmeter failure d-2." Emergency restart of the machine, produced the same alarm, plus "blood in dialysate alarm." Venous dialysate port was checked with a hemastix and it was positive for a small amount of blood. No blood was seen in the dialysate side. Pt's treatment was reinstated on another dialyzer on a different machine. No injury is reported. This facility preprocesses the dialyzers. The average number of reuses at this facility is 30. The facility has not had any other incidents and uses only CT 190g's.